Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6) 2019 stated during the original procedure of stone manipulation and stent placement, the wire was passed easily into the ureter past the stone. A second guidewire was passed and the cystoscope was removed. A ureteral access sheath passed easily up the ureter and then flexible ureteroscopy was performed which revealed a stone impacted at the upj. The impacted stone and stone fragments were treated with holmium laser lithotripsy on a dusting setting and a total of 3888 joules was used. There were no significant sized fragments after lithotripsy was performed. The upj looked much more open and the scope passed easily. The access sheath was removed ahead of the ureteroscope and upon inspection the ureter was confirmed intact. Cystoscope was back loaded over the wire and a 4.7 french kwart stent was passed over the wire up to the level of the uretero-pelvic junction and the stent was in good position. After the surgery, the patient was stable and discharged home.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a customer at carle foundation hospital reported that a coons interventional wire guide separated in a patient during a procedure on (B)(6) 2019. The 61-year-old male patient underwent a left ureteroscopy stone manipulation and stent procedure. The procedure was successfully completed. On a later date, the physician noticed a "piece of the fractured ureteral wire" in the patient via a post-operative kidney, ureter, bladder (kub) radiology film. The fractured piece of wire required two additional surgeries for retrieval. No other adverse effects were reported for this incident. A review of the complaint history, manufacturing instructions, and quality control were conducted during the investigation. The customer did not return the complaint device for evaluation; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device history record (DHR) was unable to be reviewed. The customer did not provide the lot number for the complaint device. Cook reviewed the sales records of lots sold to this customer in the three years prior to the event. Because the lot is unknown, cook was unable to identify the complaint lot. This device is not packaged with instructions for use. The device was not returned, so cook was not able to measure the device against relevant specifications. Cook did not confirm that the device was manufactured out of specification. The customer did not indicate at what point during the procedure the device separated. Based on the information provided, no returned product, and the results of the investigation, the established cause of this event is component failure without identified design or manufacturing deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation: strategic sourcing contracting manager. Initial reporter also sent report to FDA: unknown. PMA/510(k) #: pre-amendment. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required use of a coons interventional wire guide for a left ureteroscopy stone manipulation and stent procedure. At a later date, the physician noticed a "piece of the fractured ureteral wire" in the patient via xray. The fractured piece was retrieved with two additional surgeries. No other adverse effects were reported for this incident.